Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that she was hospitalized on (B)(6) 2018 at 12:45 am due to diabetic ketoacidosis (dka) and hyperglycemia. The customer's blood glucose at the time of admission was 55 mmol/l. Customer reported that she was groggy. The customer reported that that current blood glucose level was 12.4 mmol/l. The customer was not wearing the insulin pump at the time of hospitalization and was off the insulin pump less than fourty eight hours. It was reported that at the hospital the customer was put on insulin drip and the blood glucose went down and then she was put on the insulin pump. The customer reported that her blood glucose started to rise again after she was put on the insulin pump. It was reported that the customer changed out the infusion set prior to be on the insulin pump. The customer reported prior to the hospitalization, the insulin pump was not working because it is not delivering the insulin. The customer reported that she had dinner, after that her blood glucose drastically went low to 4.9 mmol/l. The customer reported that around 9:30 the blood glucose started to go high. The customer treated herself with a bolus. The customer reported that her blood glucose level started to go high as 55 mmol/l and at 12: 45 am she was down to 44 at 1 am , she was off the insulin pump. The customer reported that she treat low blood glucose level with manual injections and with food. The customer stated that she ran 2.0 units through the fill cannula and also ran insulin through a bolus with 6 units and no insulin came out. Troubleshooting was not done on the insulin pump at the time of the call because the customer declined to perform the troubleshooting. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test.